Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of remote transmission it was noted that the implanted cardioverter-defibrillator was in back-up vvi mode. The patient was brought into the clinic for further troubleshooting. Device was restored successfully.